Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e2304 chills / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that unspecified malfunction occurred. On (B)(6) 2025, at approximately 3-4 a.m., the patient awoke feeling unwell. After eating breakfast, she returned to sleep but later woke up with worsened symptoms, including fever, chills, abdominal pain, visual impairment, confusion, and body aches. There was no documentation of continuous glucose monitor (cgm) readings at the time of symptoms. The patient called 911, and emergency medical services (ems) arrived. A blood glucose (bg) meter reading was taken, showing values between 184¿200 mg/dl. No cgm comparison was reported. The patient was transported to the emergency room (ER), where she was diagnosed with diabetic ketoacidosis (dka). The patient was unable to recall specific details regarding the medication or treatment received during her hospital stay. She was admitted to the intensive care unit (ICU) and discharged on (B)(6) 2025. At the time of the report, the patient was stable and stated she was ¿okay.¿ no data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial and supplemental MDR, additional information was received on 09/08/2025. Data was further reviewed. The allegation was undetermined via data. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on 08/28/2025. It was reported that on (B)(6) 2025, the patient experienced symptoms including dehydration, confusion, and body aches. There was no documentation of cgm readings at the time of the event. The patient called 911, and upon ems arrival, her blood glucose meter readings ranged between 184-200 mg/dl. No cgm comparison values were reported. The patient was transported to the emergency room, where she was diagnosed with diabetic ketoacidosis (dka). Treatment included IV fluids and insulin administration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).